Manufacturer narrative:
(B)(4). Evaluation summary: visual, dimensional and functional inspections were performed on the returned device. The reported irregular texture on the guide wire was confirmed although difficult to position and remove as well as device operates differently than expected could not be replicated in a testing environment as it was based on operational circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The 4.0x150mm armada 18 device referenced is being filed under a separate medwatch MFR number. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a heavily calcified lesion in the superficial femoral artery. A 018 core guide wire was advanced to the lesion and a 4.0x150mm armada 18 balloon catheter was being advanced over the guide wire; however, the balloon was inadvertently advanced past the guide wire. An attempt to advance the guide wire further to reach the balloon was made, but the guide wire tip prolapsed. The guide wire and balloon became stuck and would not advance. Both devices had to be pulled out of the patient together. After removal the devices were inspected; the wire was mangled and the catheter was folded like an accordion. The procedure was successfully completed with another armada 18 balloon catheter. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.